Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: bd received 1 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through CAPA#1277214. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had the safety shield fail. "Material no: 368651 batch no: unknown it was that the safety broke off. Bd vacutainer 22x1-1/4. Plastic (clear) that attaching to needle shaft is broken off. Did the safety break off before use or after use? When they pulled back the safety piece, they noticed the crack in the base of the needle. It was not used. Was there a needle stick? No can you verify the lot and item number as they do not match in our system. Cat# 368651, lot# (01)00382903686513. Are samples available for the investigation, if so a pre-paid fedex label will be shipped out. Yes, I have it."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had the safety shield fail. "Material no: 368651 batch no: unknown. It was that the safety broke off. Bd vacutainer 22x1-1/4. Plastic (clear) that attaching to needle shaft is broken off. Did the safety break off before use or after use? When they pulled back the safety piece, they noticed the crack in the base of the needle. It was not used. Was there a needle stick? No. Can you verify the lot and item number as they do not match in our system. Cat# 368651, lot# (B)(4) are samples available for the investigation, if so a pre-paid fedex label will be shipped out. Yes, I have it."